Event description:
On 16-dec-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set,1 serter and 3 cannulas) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, it was reported that the patient woke up with high blood glucose level as the quick release came unlocked and detached from the infusion set's tubing while the patient was sleeping. The site location was at the side of patient's abdomen and the infusion had been in use for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
(B)(4). Event occurred in the united states. On (B)(6) 2019, it was reported that the patient woke up with high blood glucose level as the quick release came unlocked and detached from the infusion set's tubing while the patient was sleeping. The site location was at the side of patient's abdomen and the infusion had been in use for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.